Event description:
It was reported that the patient came to surgeon with knee pain. X-ray shows potential loosening on both femur and tibia. Upon incision on this revision the tissues were black from metal debris. When removing the tibia, the stem had separated from the baseplate. This is what is surmised as being the reason for the debris due to constant shifting of the tibia, broke the threads of the stem to tibia and rubbed. This was told as conjecture by surgeon during case. Complete debridement was done. Revision with a depuy revision knee was successfully done by surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a duracon baseplate was reported. The event was confirmed. Device evaluation and results: the internal thread of the baseplate boss is damaged. This damage would be consistent with the stem becoming loose inside the tibial tray. When the stem became loose was not possible to be determined. The superior aspect of the baseplate has some light damage consistent with clinical use and subsequent removal of the insert from the baseplate. The inferior aspect of the baseplate has no bone cement attached. There is some burnishing visible, most like caused by relative movement between the baseplate and the underlying bone cement and/or bone. Medical records received and evaluation: x-rays confirm bone loss behind both femoral and tibial component with a reported non-displaced femoral condylar fracture. Root failure mechanism relates to the use of cemented fixation for the tibial stem extender which lead to uncoupling from the baseplate when the baseplate became loose because of the continuous rotatory movements during gait creating an overload on the connection between stem extender and baseplate connector between loose and well-fixed section of the device construct. No arguments for either device-related or patient-related factors and as such root cause of failure with regard to uncoupling of the device with all its secondary effects of metal debris generation is procedure-related and not device-related as also supported by the mar findings. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the tibial loosening was caused by the use of cemented fixation for the tibial stem extender which led to uncoupling from the baseplate when the baseplate became loose because of the continuous rotatory movements during gait creating an overload on the connection between stem extender and baseplate connector between loose and well-fixed section of the device construct. The root cause of failure with regard to uncoupling of the device with all its secondary effects of metal debris generation is procedure-related and not device-related as also supported by the mar findings.

Event description:
As per phone conversation with the sales rep on 04-23-2014, 6478-6-625 was the stem that had the thread damage. Right knee. No pathology report was taken or will be provided.